Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 458 mg/dl. The customer was hospitalized. The customer reported a leak on the reservoir of the insulin pump. The customer reported that one hundred units of insulin were missing from the reservoir of the insulin pump. No additional information was provided.